Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00670.

Event description:
The patient was undergoing a coil embolization procedure in the occipital artery using penumbra smart coils (smart coils). During the procedure, the physician successfully implanted five smart coils using a non-penumbra microcatheter. While advancing the sixth smart coil the physician experienced resistance and reported that the coil would not advance past its initial position within its introducer sheath. The smart coil was therefore set aside and was not used in the procedure. The physician then began advancing a new smart coil towards the target location, and experienced resistance while advancing through the middle of the microcatheter. It was reported that the smart coil would not advance any further than approximately 15 cm from the distal tip of the microcatheter. This smart coil was also removed and was not used in the procedure. The procedure was then ended. There was no report of an adverse effect to the patient.